Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82195965 presented no issues during the manufacturing process that can be related to the reported event. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the passage of the stent of a genesis .035 9.0x39 135 stent delivery system (sds) through the introducer, the "material was retained" in the sheath. It was necessary to use another stent that passed normally. There was no reported patient injury. The patient was undergoing angioplasty of the common iliac arteries. The device was later returned for evaluation. Addendum: product analysis demonstrated a distorted and compressed area at the distal portion of the balloon, near to the tip of the unit and the stent struts were noticed slightly uplifted.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: during the passage of the stent of a genesis .035 9.0x39 135cm stent delivery system (sds) through the introducer, the "material was retained" in the sheath. It was necessary to use another stent that passed normally. There was no reported patient injury. The patient was undergoing angioplasty of the common iliac arteries. The product was returned for analysis. One non-sterile sds genesis .035 9.0x39 135cm sds (stent delivery system) was received for analysis inside a plastic bag. The mentioned concomitant sheath introducer used in the procedure was not returned for evaluation. Per visual analysis of the device, the stent was observed properly mounted on the balloon of the unit. It was correctly positioned between the balloon marker bands. However, it was distorted and compressed at the distal portion of the balloon, near to the tip of the unit. The stent struts were also noticed to be slightly uplifted. No other anomalies were observed. Per functional analysis an insertion/ withdrawal test was performed on the unit. Despite the stent¿s distorted and compressed condition, as well as struts slightly uplifted, the received sds genesis was successfully passed through an appropriate/ recommended lab sample 7f catheter sheath introducer. Neither impediment nor anomalies were observed. A product history record (phr) review of lot 82195965 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent out of shape - strut uplift¿ and ¿stent delivery system (sds) compressed/ crushed¿ were confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the damages noted on the stent during analysis. The reported ¿stent delivery system (sds-impeded - in patient¿ was not confirmed through analysis of the returned device, as the concomitant sheath was not returned for analysis and the sds was successfully advanced through the lab sample catheter sheath introducer used for testing. The exact cause of the event could not be determined during analysis. According to the safety information in the instructions for use ¿prior to stenting, the palmaz genesis peripheral stent on opta pro .035" delivery system should be examined to verify functionality and integrity. Recrossing a partially or fully deployed stent with adjunct devices must be performed with extreme caution. Do not attempt to remove or readjust the stent on the delivery system. To assure full expansion, inflate to at least the recommended nominal pressure as shown on the label. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system. Under fluoroscopy, use the balloon marker bands and the radiopaque stent to position the stent centrally within the lesion. During positioning, verify that the stent is still centered within the balloon marker bands and has not been dislodged.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.